Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 250 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.